Event description:
It was reported that patient experienced pain at the left ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was repositioned to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates that the issue of pain at the ipg site was due to recent weight loss and has now resolved.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.